Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head liner exchange (corail pinnacle revision for infection)

Manufacturer narrative:
Conclusion and justification status: the complaint states head liner exchange (corail pinnacle revision for infection) performed on (B)(6) 2016 by dr (B)(6) at (B)(6) hospital. Initial surgery date not known but was reported to be 2 weeks ago, in (B)(6) by surgeon (B)(6). Patient had a washout last week in (B)(6) (exact date not known). No other information is available. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.